Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 288-361 mg/dl, vomiting and a ketone level ranging between 1.0-1.8 mmol/l. Cause was not known. Additional information regarding the hospitalization cause/ treatment were not provided.